Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. Upon interrogation, the inappropriate mode switch episodes were noted due to far-r wave oversensing. It was noted that the atrial lead exhibited undersensing. The technical service recommended reprogramming the implantable cardioverter defibrillator. No intervention was performed and the patient will be monitored continuously.